Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the display screen was not observed to be blank. The pump was opened to inspect the display and flex. There was no damage found to the display. The display flex was found to be fully seated and secured in the connector. Unrelated to the complaint, the display was observed to be dim, faded and pink. Also unrelated to the complaint, the battery compartment was observed to be cracked at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.